Manufacturer narrative:
The hillrom technician found the left side power control board needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the bed function controls for proper operation of the function and momentary operation. Test all lockout controls and individually check for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in may 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left side power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed was moving up and down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).